Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 525cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain and hardening. Afterwards, she was diagnosed with right breast baker grade IV capsular contracture and bilateral breast ptosis by a medical professional. As a result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel boost breast implants on (B)(6) 2024. However, during the surgery, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. This report is for the left breast prosthesis.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant found a tear on the posterior view, between the union of the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).